Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urge urinary incontinence, rectocele, graft mechanical complication, nocturia, worsening vaginal bulge, bladder pain, nighttime enuresis, and leakage.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urge urinary incontinence, rectocele, graft mechanical complication, nocturia, worsening vaginal bulge, bladder pain, nighttime enuresis, and leakage.

Manufacturer narrative:
It was reported that patient underwent hysterectomy with bilateral salpingo-oophorectomy, uterosacral ligament fixation, anterior and posterior vaginal repair, enterocele repair and urethrolysis and repair on (B)(6) 1963 by dr. (B)(6) due to erosion.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, pain, and urinary incontinence, the patient underwent mesh resection/excision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.